Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient was hospitalized on the same day as onset of the peritonitis event. Treatment for the event was not reported. The patient was discharged seven days after hospitalization and was recovering from the peritonitis event. Pd therapy was ongoing. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). Additional information: should additional relevant information become available, a supplemental report will be submitted.